Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device received with cracked case (battery tube), cracked battery tube thread and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no delivery alarm. The customer stated no delivery alarm recurred after troubleshooting. Customer stated infusion set, reservoir and insulin was changed every 2-3 days as per guidelines. Customer had tried all recommended troubleshoot. The customers insulin were not being reused, mixed and the insulin was not expired or denatured. The customer had rotate their sites. The tubing were not bent nor kinked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.